Event description:
An advocate called on behalf of the customer to report that the blood glucose readings obtained on the contour next meter were inaccurate. No specific readings were provided. The customer was feeling sick and had to go to the hospital. No further event details were provided. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured in section a4 as the customer's weight was not provided.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. The customer also returned the contour next test strips from lot #2apeh42a. However, the returned test strips were different than those associated with the event occurrence which is lot #2apeg12a. Therefore, an in-house testing was performed with the returned meter and returned test strips using blood sample, which gave a satisfactory performance. The testing was also performed with the returned meter and in-house contour next test strips from lot #2apeg12a using blood sample, which gave a satisfactory performance.